Event description:
Litigation alleges injury and elevated metal ion levels.update rec¿d 10/27/2014 - medical records received. Patient revised to address pain. Upon revision, scar tissue and abundant inflammatory tissue were noted. The stem and sleeve are being added to the complaint for elevated metal ion levels. Stem remained in situ.this complaint was updated on: 11/20/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.